Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced parts to correct the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that error 31055 occurred. The fault occurred during system startup. The intuitive tech support engineer (tse) guided the customer through troubleshooting steps; however, the error persisted. The tse reviewed the system logs and confirmed error 31055 occurred, indicating a surgeon side console (ssc) emergency stop issue. The tse asked the customer to verify that there were no nothing pressing the ssc emergency stop switch. The staff decided to discontinue troubleshooting and aborted the case to another system. There were no reports of patient involvement.